Event description:
A malfunction was reported on the pump, specifically displaying malf 7. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer requested a replacement and reported distrust in using the pump; no reset of the malfunction was completed since the pump was replaced. The customer reverted to a backup insulin pump for insulin therapy.